Event description:
The patient reported having to get a gum graft to fix the periodontal disease issue. The patient couldn't wear the aligners on the lower teeth while the area healed and now the aligners don't fit. The patient asking to start over on the lower teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.